Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Correction, b5, d9, h3, d8, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The image drops due to communication error was due to transmitter and receiver module malfunction. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that it had an e226/endoscope communication error.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in video processor image would not appear. The event occurred during an unspecified procedure and was completed using the same device. There were no reports of patient harm.